Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: ng, lab: 1.84. Date: (B)(6) 2010, inratio: 2.9, lab: 8.26.

Manufacturer narrative:
Investigation pending.